Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The insulin pump had blank display and unexpected restart error. Customer's blood glucose value was 10 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return and pump error did not clear. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display, unexpected restart alarm or clock monitor frequency error alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.